Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The sheath was inserted via right inguinal region. The iab was inserted into the sheath & md met difficulty advancing the iab when the iab tip was "just out of the sheath" at the point of the renal artery. The iab could not be advanced nor removed from the sheath. The iab was stuck with the spring wire guide (swg), "exhibiting deformation on the tip" & as a result, md removed iab, swg & sheath as one unit. After removal, the md noted that two thirds of the catheter was outside the sheath with its balloon (concertained) accordioned. A new iab was inserted via left inguinal region through the sheath from the new kit. A hematoma was observed around the right inguinal region on pt; however pt's hemodynamics were stable.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.